Manufacturer narrative:
All 7 ids are female: ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6), ID (B)(6) is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect bhcg on 7 patient samples. ID (B)(6) generated positive architect bhcg 10,461.11 miu/ml but repeated negative <1.2 miu/ml with two new samples. ID (B)(6) generated positive architect bhcg 352.54 miu/ml but repeated negative <1.2 miu/ml. ID (B)(6) generated positive architect bhcg 181.33 miu/ml but repeated negative <1.2 miu/ml. ID (B)(6) generated positive architect bhcg 122.78 miu/ml but repeated negative <1.2 miu/ml. ID (B)(6) generated positive architect bhcg 127.64 miu/ml but repeated negative <1.2 miu/ml. ID (B)(6) generated positive architect bhcg 53.47 miu/ml but repeated negative. ID (B)(6) generated positive architect bhcg 81.79 miu/ml but repeated negative <1.2 miu/ml. No impact to patient "managment" was reported. Race and ethnicity was not provided.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 (irving, tx as manufacturing site) and submitted under manufacturer report number 1628664-2019-00107. All further information will be documented under MDR number 1628664-2019-00107. Evaluation in process.